Manufacturer narrative:
A steris service technician arrived onsite and observed water on the countertop in which the system 1e is stationed and several wet towels on the floor in front of the cabinet. The technician reviewed the cycle printout subject of the reported event and showed a fill timeout fault during a diagnostic cycle. He noticed the display screen showed "press start to begin cycle" but the lid was in the open position. The technician inspected the latch assembly and discovered the latch flag on the assembly was crooked. He adjusted the latch flag, and lid to insure ls4 was reading correctly in the open and closed positions. The technician performed several test cycles and noticed the processor was draining slowly. The technician replaced ck1 and performed several additional diagnostic as well as a processing cycles that completed successfully. The technician confirmed the processor to be operational and was returned to service. While onsite the technician discussed with the facility's manager that the reported event may be attributed to user facility employees using excessive force when closing the lid subsequently misaligning the latch flag. The technician advised the user facility how to properly close the lid.

Event description:
The user facility reported that water was leaking from their system 1e processor. No injuries or procedural delays/cancellations were reported.